Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device still implanted in the patient. The devices will not be returned as they are still implanted. (B)(4): eczema, nickel allergy, ehlers -danlos syndrome and inherited connective tissue disorder. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a patient, that on (B)(6) 2016, she was implanted with three (3) headless compression screws and bone putty from a competitor for multiple fractures of the foot. The injuries were sustained by a heavy cart that rolled over her foot. The patient has been experiencing swelling in the foot, which has radiated to the rest of her body and eczema. The patient is concerned that the screws may have nickel in them since she has an allergy to it. She stated the surgery was completed successfully with no delay. She also states her surgeon wants to do a revision with a bone graft and plates but the procedure is too costly. The devices will not be returned as they are still implanted. She is using a ultrasonic bone growth stimulator. The patient has had about 8-10 follow up visits and also an upcoming visit. This report is 2 of 3 for (B)(4).